Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor won't power on) has been confirmed. Upon investigation the monitor would not power on. The cause for the failure was isolated to contamination on the j1 pins on the computer/analog board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids no adverse events occurred from the damaged monitor response button.

Event description:
A us distributor reported that the monitor would not power on.